Event description:
Product analysis of the lead showed that a break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. The positive coil has what appears to be wear (flat surfaces) in the vicinity of the broken end. Scanning electron microscopy images of the positive coil at what is believed to be the broken mating end show what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. Abraded openings were noted on the outer and the inner silicone tubing causing fluid leaks. Note that since the anchor tether silicone helix and the furthest electrode to the bifurcation were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Generator analysis showed that the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Analysis of the in-house programming history identified that the generator was not programmed off after observing the high impedance as was previously reported.

Event description:
It was reported by a physician that high impedance was received at a follow-up appointment. The patient's device was programmed off at the time of the high impedance. No trauma was reported to the device as the patient does not walk. X-rays were taken and attempts to obtain a copy sent to the manufacturer have been unsuccessful to date. No good diagnostics were available to confirm good impedance values. Moreover, the patient reported an increase in seizures in (B)(6) 2011 and the treating physician correlated the increase to normal disease progression, although the physician could not tell whether or not the increase was above pre-vns baseline. At the moment revision surgery is likely.

Event description:
Review of the manufacturer's inhouse programming history indicated the last known good system diagnostics were from (B)(6) 2011 and were within normal limits. At the moment revision surgery is likely. Attempts to obtain further information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that this patient underwent full revision on (B)(6) 2013. The explanted devices were returned on (B)(6) 2013 and are undergoing analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).